Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during an esophagogastroduodenoscopy (egd) with banding procedure within the esophagus performed on (B)(6) 2012. According to the complainant, while preparing for the case, the suture was found to be broken after unpacking the device. Reportedly, the suture knot appeared as though it had ''come untied.'' The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during an esophagogastroduodenoscopy (egd) with banding procedure within the esophagus performed on (B)(6) 2012. According to the complainant, while preparing for the case, the suture was found to be broken after unpacking the device. Reportedly, the suture knot appeared as though it had "come untied." The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) for the reported event of suture broken. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during an esophagogastroduodenoscopy (egd) with banding procedure within the esophagus performed on (B)(6), 2012. According to the complainant, while preparing for the case, the suture was found to be broken after unpacking the device. Reportedly, the suture knot appeared as though it had "come untied." The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual evaluation found that the device returned with the suture loop frayed and broken. No other device damage was visible. Additionally, no residue was present on the device, and the ligator head returned with the shrink wrap securely attached. The condition of the returned incident device was consistent with the complaint that the suture broke. During manufacturing, speedband devices are 100% inspected for anomalies so the damage likely occurred due to procedural factors which limited the device performance. Therefore, most probable root cause is handling damage.